Manufacturer narrative:
Due to characterization limit e1: a supplemental report will be submitted upon completion of our investigation.

Event description:
During preventive maintenance end user observed cs300 intra-aortic balloon pump (iabp) was having defective compressor. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter, event site address, event site email), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 due to character limitation in block e1: event site name: (B)(6). Initial reporter: estelle malatrat a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that vacuum is too high and suggested replacement. The customer refused to repair the unit. If there is anymore information received the investigation will be reopened and updated accordingly.

Event description:
It was reported during preventative maintenance, the cs300 intra aortic balloon pump (iabp) had a compressor related malfunction. There was no patient involvement reported.